Event description:
It was reported that the patient underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Brand name: unknown hardware, infuse bone graft. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a surgery at the l3 through l5 levels using rhbmp-2/acs. Following the surgery, the patient experienced pain and her legs began to swell. The patient also developed urinary incontinence, a problem she did not experience prior to undergoing surgery. On (B)(6) 2011, the patient underwent a fusion surgery at c4-c5, and c5-c6. Following this surgery, the patient's pain had substantially increased and she was unable to move her arms over her head, which adversely impacted many activities of daily living. The patient experienced constant pain, decreased mobility, permanent disfigurement.